Manufacturer narrative:
One volt pfa, sensor enabled catheter was received for evaluation. Splines 1-8, the shaft electrodes, and the sensors met specifications of acceptable resistance values with no open or short circuits detected. The catheter was connected to a pfa generator. The catheter displayed correctly on the screen with no anomalies or error messages displayed after therapy. The eeprom read normally with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During the pfa procedure, the patient experienced severe vagal reaction during pfa applications resulting in catecholamine-refractory hypotension. Several doses of effortil were administered. It was also noted during the procedure life point failed. Baseline was lost. A new baseline resolved the issue. The procedure was completed and the patient left the ep lab in good condition.